Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided d6 - the implant date is estimated. The additional patient effects reported in the articles are captured under a separate medwatch report. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death, heart failure, perforation, hypertension, hypotension, and hypoxia. Death, heart failure, perforation, hypertension, hypotension, and hypoxia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization, delayed treatment/therapy, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled "transcatheter closure of iatrogenic atrial septal defect."

Event description:
This research article was a questionnaire survey conducted to report clinical findings on iatrogenic atrial septal defect (iasd) after treatment with mitraclip in japan, as of august, 2020. This aim was in order to clarify the present state of occurrence of iasd associated with mitraclip procedures (steerable guide catheter) as well as percutaneous atrial septal defect closure for iasd in japan. Complications related to the iasd identified in the study included: heart failure related death due to delay to treatment, hypoxemia, length of stay (los), pulmonary hypertension, increased right atrial pressure, and decreased left atrial pressure. Amplatzer septal occluders were used for these iasds, resulting in improved clinical symptoms. Placement of atrial septal defect closure devices often results in rapid hemodynamic improvement. Details are listed in the attached article titled, "transcatheter closure of aatrogenic atrial septal defect."